Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was getting underdosed. The event date was (B)(6) 2017. The patient was keeping a record of his spasms. Between 4am and 12pm it was programmed for him to get a bolus from the ptm (personal therapy manager). The patient could not get in to see his physician until monday. The patient was told to call an ER (emergency room) where there was a physician programmer. Additional information was received on (B)(6) 2017 from the patient who indicated that he saw his doctor 3 days later. He was in pain those 3 days. Per the patient, the cause of the underdose was that his ¿device was programmed insufficiently¿. No further patient complications have been reported as a result of this event.